Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The service engineer (se) inspected the device and verified the occurrences of the diagnostic codes in the ventilator memory logs. The se inspected the internal tubing of the device and did not find any issue. The se ran the device in normal ventilation mode and the alarm did not sound until the proximal pressure line was removed from the port. The se educated the customer to that the alarm will sound and log a diagnostic code when the proximal pressure line is disconnected from the port. The se recommended that the customer advise the nursing staff that the proximal pressure line needs to be connected and to ensure that the patients don't move and accidently remove the line. The device has been returned for use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that av60 ventilator generated multiple proximal pressure line disconnect diagnostic codes over several weeks. The device was in use at the time of the event; however, there was no patient harm.